Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited decreased r-wave with posture changes which led to false episodes of bradycardia and pauses. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis performed indicated the device exhibited normal device characteristics.